Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer stated sensor glucose was 78 and blood glucose was 173 mg/dl. Customer stated that this occurred while going to bed and during meal bolus. The customer was advised of calibration techniques as customer received sensor yesterday. The customer was also advised on how to give difference with bolus which was interrupted from the low threshold suspend alarm.